Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned

Event description:
It was reported that the pump touch screen was shattered and no longer responsive. Reportedly, the screen became shattered because the customer accidentally ran into something while wearing the pump. The customer's blood glucose level was 107 mg/dl. Customer confirmed that an alternate method of insulin delivery was available.